Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button take multiple pressed to respond. The customer¿s blood glucose was unknown. Customer stated that the insulin pump had screen rainbow effect in the sun effect visibility. The insulin pump will not be returned for analysis.